Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of receiving an unexpected restart alarm and was not able to clear. Customer's blood glucose was 210 mg/dl. Information in alarm history was undetermined. Customer would call back after changing set.